Event description:
The customer reported a leak of approximately 5 ml from the backwash cup involving the lh 500 hematology analyzer. The leak was not contained within the instrument but the customer was wearing gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. 'Diluent out' errors were also generated at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a small uncontained leak at one of the fittings on the high pressure dryer membrane on the air cylinder (cl11). The fse replaced the dryer membrane fitting at cl11 to resolve the leak. The fse also replaced the red stripe tubing at pinch valve pv11 and pv12 along with all tubing at pv49 as part of a preventative maintenance. The fse adjusted the distance that the probe wash block will travel down the probe during wash to correct the diluent errors. Failure mode of the leak is attributed to dryer membrane fitting at cl11 and failure mode of the diluent error is attributed to a misaligned probe wash rinse block. Results: dryer membrane fitting at cl11 and misaligned probe wash rinse block.